Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
Tt was reported by the clinician that the implantable cardioverter defibrillator (ICD) longevity estimate was not as long as expected. Technical service review was completed, a battery longevity estimate was provided based on remote monitor transmission data and the updated longevity estimate is within acceptable levels. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.